Event description:
The patient reported through notice to legal counsel that he had a total hip replacement with trident parts in (B)(6) 2006 and that he has had pain and loud passing of gas sounds coming from this replacement. He visited his surgeon in 2010 complaining about these issues.

Manufacturer narrative:
It was noted that the patient has retained an attorney. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report.

Manufacturer narrative:
An event regarding alleged audible noise/pain involving a trident liner was reported. The event was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further.

Event description:
The patient reported through notice to legal counsel that he had a total hip replacement with trident parts in (B)(6) 2006 and that he has had pain and loud passing of gas sounds coming from this replacement. He visited his surgeon in 2010 complaining about these issues.